Event description:
A death certificate was received and provided the cause of death as cardiovascular collapse due to status epilepticus. The interval between the onset of the status epilepticus, and cardiovascular collapse and the patient¿s death was 6 hours and 4 hours respectively. The manner of death was natural. An autopsy was performed.

Event description:
An obituary search identified a vns patient was deceased. An estimate of battery life calculation estimated the device was expected to be delivering therapy at the time of the patient¿s death. Additional relevant information has not been received to-date.